Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported no sound, which was reproduced. The no audio condition was found during a visual inspection to be caused by the rear case flex was not connected to the input/ output printed circuit board. The rear case flex connection flex connection was reestablished, to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no sound when alarming. The event happened during cleaning and testing at the biomed service department. There was no patient involvement. No additional information is available.